Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an issue occur where the screen display flickered or became blurry. No patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) investigated the customer's complaint confirmed screen defect occurred. It is still under manufacturer's warranty. Replaced the video generator board (040-00-0456). Operation check completed. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following parts associated with this complaint: pn: 0040-00-0456, sn: n/a kit, display monitor to video gen board. Pn: 0670-00-1182, sn: (B)(6)_spv video gen board (part of kit). Pn: 0670-00-1183, sn: (B)(6)_edm display monitor board (part of kit). Pn: 0012-00-1845, sn: (B)(6)_mwts cable assy. (Part of kit). These parts were received with a reported unit failure message of screen malfunction occurred. Performed visual inspection of these all parts received and all parts looks to be in good condition. Installed kit, display monitor to video gen board into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure message of screen malfunction. Kit, display monitor to video gen board worked correctly and all parts of kit passed testing. Sent following to the supplier for further investigation per procedure 0002-07-d008 rev aq. Pn: 0670-00-1182, sn: (B)(6)_spv video gen board (part of kit). Pn: 0670-00-1183, sn: (B)(6)_edm display monitor board (part of kit). Retaining pn: 0012-00-1845, sn: (B)(6)_mwts cable assy. (Part of kit) in the fat dept. Per procedure 0002-07-d008 rev aq. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The fat dept. Received part number 0670-00-1183 rev c, display monitor board serial number (B)(6)_edm from the supplier. Supplier investigation: performed visual check and no abnormality found. Board was re-tested at fct and passed. Result at inspection and test is good and no abnormalities was detected. Board was ndf. Retaining this board in the fat dept. Per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat). Failure analysis received from the supplier for pn 0670-00-1182. They stated that the part failed the fct test and u41 component is fault. Probable root cause is a design issue. Retaining the part in the failure analysis and testing department per procedure.